Event description:
Following a diagnostic procedure, an angio-seal device was placed. Seven hours following the procedure the patient was ambulated. 45 minutes after ambulation, arterial bleeding was noted from the catheterization site. Manual compression was held for a duration of 45 minutes, and hemostasis was again achieved. Following manual pressure, a small hematoma ws noted, and the patient reported transient numbness in his leg. The patient was noted to have good pulses and fair distal circulation. An ultrasound was performed (results unknown at this time), and the patient was then transferred to ICU for observation. Follow-up with the physician on 7/16/97 states that the patient is doing well with no more follow-up needed.